Event description:
It was reported that original hip surgery was in 2002, pt was revised in 2010 for dislocating.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.